Event description:
(B)(4). The provider states he wants getting the right concentration on the unit. The provider was inquiring about using the 5liter sieve beds as a replacement. Per tech, ok to use the 5 liter sieve beds on the 10 liter concentrator. No additional information available, provider disconnected before call could be transferred. (B)(4).